Event description:
It was reported that the scm12 is losing power once the 'sample' mode is activated. The system powers itself back on automatically. There have been no pt consequences reported.

Manufacturer narrative:
(B)(4). Eval summary: the unit was returned to the analysis site due to the scm12 losing power once the sample mode is activated. The system powers itself back on automatically. The analysis site confirmed the customer complaint and per the mammotome service manual performed service tests and found the unit lost power and rebooted when the forward button on the ex holster is activated, confirming the customer complaint, and to correct the complaint the site replaced the uni-board. The unit was tested and released per the ees service center senior technician. As part of the standard ees service process, replaced the muffler, applied loctite to the hand/foot switch connector, and applied dow corning lubricant to the dc motors. The device history record has been reviewed and has passed qa inspection.